Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the nforce nitinol helical stone extractor would not close. The coating curled where the "wire" was drawn into the handle. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation. Visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One nforce nitinol helical stone extractor was returned for investigation. The device was returned with the handle and the basket formation in the open position. With the handle in the open position, 1.7 cm of the coil is exposed. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2 cm in length. A visual examination noted the basket sheath is accordioned at the proximal end of support sheath. A functional test determined the handle does not actuate the basket formation. The handle was disassembled. The support sheath and basket sheath are still adhered. The basket formation can be manually retracted; however, the basket formation could not be manually opened after the basket formation was retracted. A review of the device history record found there were no non-conformances related to the reported failure. A complaint history search revealed this is the only complaint that has been received that has been associated with lot number 7349158. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not close due to sheath damage. The sheath was found to be buckled (accordioned) near the handle. The buckled sheath effectively shortened the length of the sheath, preventing the basket from closing. Devices are inspected for damage and functionality prior to packaging. The condition of the returned device makes it likely that it was damaged when removing it from the package, or during subsequent handling before use. The IFU contains cautions about manipulating the device to prevent damage. The likely cause for this issue is product use or handling related. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the nforce nitinol helical stone extractor would not close. The coating curled where the "wire" was drawn into the handle. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.